Event description:
It was reported that when the asymptomatic patient presented in clinic during follow-up, the device was post-paced t-wave oversensing on the ventricular channel. The patient did not receive therapy during the oversensing. The oversensing was noted on a stored egm. Programming changes were made. Patient condition was stable before during and after interrogation.

Event description:
New information notes that when the asymptomatic patient presented via in-clinic, another instance of post-paced t-wave oversensing was observed. The patient did not receive therapy during the oversensing. The oversensing was noted on a stored egm. Programming changes were recommended. No further information available.